Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to damage caused to the charged coupled device unit, from which the foggy image occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image it is suggested that the user facility review the method of handling for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as this issue was not reproduced. The device evaluation found the video cable was wrinkled and the adhesive on bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope bending cover was aged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found there was a watermark in the upper left corner of the image due to a defective charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.